Event description:
It was reported the patient had ventricular tachycardia and ventricular fibrillation, "the ICD didn't work, doctor did defibrillation to patient for 6 times but didn't work, and patient died." The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.